Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed nine and a half years down to six and a half years remaining longevity over past year. The battery diagnostic data indicated that the power consumption of this device has increased. The expected power consumption was about 32 microwatts, however this device was consuming 58 microwatts. It appeared that the device has the right atrial (ra) lead amplitude suspended at 5.0 volts. This suspension voltage combined with the 100 percent atrial pacing was the reason for the high power consumption. The engineers suggested to consider methods to reduce the ra amplitude or perhaps program the device to a non-atrial based brady mode or turn off the atrial lead. As of this time, the device remains in service. No adverse patient effects reported.